Manufacturer narrative:
The device was received for evaluation. During evaluation, the device had keys that were not working. Visual inspection revealed soft key1, ¿0¿ key, ¿.¿ key, and ¿on/off¿ key not working. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The cause was identified to be a faulty keypad which requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned spectrum pump, the device's soft key1, ¿0¿ key, ¿.¿ key, and ¿on/off¿ key were not working on the keypad. No additional information is available.